Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from manufacturer¿s representative who stated that the connections were dried off with gauze and reconnected. The impedance issues however remained. They added that it was unclear if the impedance issue was present before surgery but the surgeon does not believe any damage was caused during the procedure.

Manufacturer narrative:
(B)(4) is no longer applicable due to follow-up stating the surgeon believed no damage was caused to extension during implant.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that following the implantable neurostimulator (ins) replacement for normal battery depletion, there were impedance values of less than 50 ohms on one bipolar pair. It was confirmed that pre-op impedances were within normal limits so the manufacturer representative (rep) was concerned that the health care provider (hcp) damaged the extension during the replacement procedure. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.